Event description:
It was reported that the patient complained of feeling dizziness and weakness. A remote transmission was received indicating atrial sensing threshold measurements below range. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.